Event description:
It was reported that the patient experienced severe pain. It was believed that the pain was due to the implant procedure. The patient was admitted to the hospital and was in a rehabilitation center.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks from date the manufacturer became aware of the event.